Event description:
The customer reported that the cufflator does not hold pressure. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation codes: results: (other) - evaluation of the returned product found that the inflation bulb has small cuts in it and the perflex face plate has small cracks in it. Needle is sitting below zero. Needle does move when inflation bulb is squeezed but drops back to initial position without the release button pressed. Note: instructions for use state: the cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).